Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, severely calcified and 90% stenotic proximal left circumflex artery. The physician advanced the 2.5x15mm quantum maverick balloon to the lesion and on the third inflation, inflated the balloon to 20atms for ten seconds and it ruptured. The device was removed intact. The procedure was successfully completed with another 2.5x15mm quantum maverick balloon. Patient status is listed as "good".